Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 20.7 mmol/l with symptoms of confusion. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that there had been loss of prime warnings which contributed to the blood glucose excursion. The reporter reviewed the patient¿s use of the device with a customer technical support representative and found that the patient was not cycling their cartridges properly prior to use. The reporter also noted that the patient was using cold insulin. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of loss of prime warnings caused by use error of the cartridge.